Event description:
During the cleaning of a bronchoscope, with the cb x2 series cleaning brush, the hosp staff noticed the proximal brush had detached from the control sheath of the disposable cleaning brush device. A member of the hosp staff inspected the bronchoscope, internally and externally and inspected the treatment and cleaning area and tried to locate the missing brush. The scope was brushed several times without resistance and the brush was not found. During the next bronchoscopy, in 2002 the missing brush expelled from the scope into the pt's lung. The brush was immediately retrieved with biopsy forceps. The hosp staff reported to ballard medical products that there was no pt injury. Ballard medical products has no first hand knowledge of the allegations but is relaying info received from outside sources pursuant to federal regulations.